Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the device was replaced on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient had their battery ¿updated¿/replaced because they didn¿t use it as much as they should because it would take forever to charge and the battery would wear down. Their new battery is great and last forever and they don¿t have to sit in the chair for 4 or 5 hours without moving to charge it. Their old battery was that way ever since the implant. They went in for some neck injections and that¿s when their healthcare professional (hcp) discussed the option of replacing the battery. The patient hasn¿t had any recent trauma or falls. No further complications were reported/are anticipated.